Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the saw and cable operated slightly rough (sluggish) when attached to service test equipment. The srt performed internal inspection of the saw and observed loose gear fragments from the cam/gear assembly. The srt replaced cam/gear assembly and the sternal saw operated to the manufacturer's specifications. The saw drive components were worn due to lack of preventative maintenance (pm). Per the instructions for use, the saw must have a pm every 6 months for optimum operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related emdr #1828100-2016-00341.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cam/gear assembly of the sternal saw had sheared gears. There was no patient involvement.